Event description:
Per sorin, this lead was fractured and was replaced with a similar lead. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.